Event description:
Patient reported the pixels on the infusion device display are defective. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The display is missing a pixel line column due to an interruption of the heat-seal connection. The customer is not able to see 100% of the display; however, the defective pixel cannot lead to misinterpretation of the insulin amount.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.